Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation in support of this complaint for catalog 367846, lot number 2292065. Visual examination of the photo does not confirm the customer's failure mode. The photo evaluation does show that the stopper has been pushed down into the tube; however, the evaluation of the photo does not confirm the customer's failure mode of coring. 100-production lot in-house retention samples were visually inspected with no issues being identified. 10 production lot in-house retention samples were tested, all weights were within specification limits with no stopper coring observed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k the gray part in the cap came off during piercing, and fell into the blood collection tube. There was no report of impact to patient or user.